Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer reported frequent no delivery alarms. The customer was able to push out insulin manually. The reservoir will not be returned for analysis.